Event description:
It was reported by the customer's father that the customer had a button error alarm on the insulin pump. Customer's father stated that he will have his wife call back. Customer's father will attempt to continue the use of the pump. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Button error alarm due to moisture damage on keypad traces. The insulin pump was received with minor scratched display window, cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).